Event description:
It was reported that the catheter exhibited a spline inversion and the patient experienced air embolism, occlusion of the retinal artery, and visual problems. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave nav catheter was used. Sometime after the catheter was advanced into the left atrium (la) a spline inversion occurred when the array was deployed. The catheter was pulled back into the sheath and rotated to try and fix the inversion. This did not resolve the inversion, so the catheter was removed from the patient to manually revert the spline. Upon reinsertion of the catheter the inversion occurred again though. The catheter was replaced and the procedure was completed. Post-procedure and prior to patient discharge an air embolism occurred which led to occlusion of the retinal artery in the patient. The patient also had visual problems. It is unknown if the patient was hospitalized or if any medical intervention was performed to treat the patient. The issue is ongoing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, or if any further relevant information is received, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.